Manufacturer narrative:
(B)(4). A partial lead measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during routine follow up, clavicular crush, high impedance, high pacing threshold and intermittent capture at max output were observed. The lead was capped and replaced on (B)(6) 2016. Patient was doing fine post procedure.